Manufacturer narrative:
It was reported the device would not be returned. The device was not returned to stryker sustainability solutions and evaluation was unable to be performed. The customer did not report lot # or serial # information. Therefore, the device history record (DHR) was unable to be verified. Stryker procedures support that the device was unlikely to be released with the reported failure mode. The reported event could be attributed to: - excessive force. - contact of needle point with hard object. - shipping/handling damage or extreme conditions attempting to bend or otherwise alter the shape of the device/shaft. The instructions for use (IFU) state: - "before beginning the procedure, verify overall compatibility of all instruments and accessories." - "inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery." The reported event will continue to be monitored through post-market surveillance. Should the device become available for return, the investigation will be reopened.

Event description:
It was reported that a suture passer broke during use. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.